Event description:
It was reported that an empty cartridge alarm occurred. Blood glucose level displayed "high" customer administered correction bolus via pump to resolve elevated glucose and filled cartridge with more insulin to clear the alarm. Customer continued using current pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.